Event description:
Patient had an lcp wrist fusion plate implanted with locking screws on an unknown date. The locking screws broke off under plate and the device was explanted.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.